Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter claimed obtaining control solution results of ¿7.5 and 12.5mmol/l¿ on the subject meter within 20 minutes of each other. Since the test strip lot number is unknown, it is unknown if these results fall within the accepted range as printed on the test strip vial. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.